Event description:
During the past year and a half, the physician was stuck multiple times with used needles. When the physician goes to replace the cap on the needle after numbing a pt, the needle punctures through the plastic on the cap, resulting in a needlestick injury. Prophylactic medication was taken as a result of these needlesticks.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the samples. Upon receipt of the samples and completion of the investigation, a supplemental report will be submitted.